Manufacturer narrative:
Updated fields: b4, e1- event site email address, g1-contact person at mfg site ,g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse check with minisim simulator and the pressure values set on the instrument correspond to those measured on the cardiosave. Counterpulsation simulation performed with the cardiosave trainer simulator and the device is working correctly. Operation tests performed with positive outcome.

Manufacturer narrative:
Due to character limit in e1 section event site name, (B)(6). A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that during use on patient the cardiosave intra-aortic balloon pump (iabp) had discrepency between values. The use reported that the pressure value indicated on the curve differs from the numerical one. The fault did not cause harm to operators/patients or delays in the procedure.